Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose while on a previous pump, with blood glucose of 18 mg/dl at the time of the incident. The customer was at 536 mg/dl at the time of the call. The customer was given glucose to treat. The customer experienced symptoms such as not breathing and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the previous pump was lost. The customer treated the current high with 16 units of insulin. The insulin pump will not be returned for analysis.